Manufacturer narrative:
Additional information was provided in d.9.,h.3.,h.6 and h.11. The product was returned for analysis and the reported complaint was observed. The device was returned in an opened blister tray inside the product carton. The lock out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. Intra ocular lens (iol) was not returned. Stress and aneurysm and slight split are observed on the nozzle tip. A product history record review and a non conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify the root cause for the reported complaint crack or scuff at the clear tip of the depth guard. The iol was not returned, due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Damage was observed to the tip of the nozzle. The observed damage typically occurs if there is a lack of viscoelastic between the lens and the nozzle lumen and or if the plunger is not positioned correctly at the trailing optic edge for advancement. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the nozzle causing damage or become stuck. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, nozzle of the plunger had seemed to be a crack after implanting. The surgery was completed without product replacement. The sample was not available as it still remains in the patients eye. Additional information was received and stated, crack or scuff at the clear tip of the depth guard, not at the nozzle of the plunger. The iol was implanted with no problems.